Event description:
Approximately two years cypher stents were implanted, the patient reported she experienced a ¿heart attack¿ described as ¿I had a blood clot in one of the stents¿. The patient indicated that she had seven cypher stents implanted in seven unknown vessels for unknown reasons. The patient stopped plavix two weeks prior to blood clot formation. The patient was hospitalized and treated with repeat cardiac catheterization and the physician ¿removed the clot¿. The patient was restarted on plavix. The event resolved and the patient was discharged from the hospital approximately two days later. The patient confirmed that she did not have a heart attack and that she was treated for a blood clot in the stent. She stated she stopped taking plavix a couple of weeks before the blood clot occurred.

Manufacturer narrative:
Concomitant devices were unknown. Concomitant medications included aspirin, plavix, and coreg. A patient called to request stent cards and additionally reported an adverse event described as ¿I had a blood clot in one of the stents¿. The patient indicated that she had seven cypher stents implanted in seven unknown vessels for unknown reasons two years prior to the thrombotic event. The patient stopped plavix two weeks prior to blood clot formation. The patient was hospitalized and treated with repeat cardiac catheterization and the physician ¿removed the clot¿. The patient was restarted on plavix. The event resolved and the patient was discharged from the hospital approximately two days later. No further information was available. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Thrombotic events are a known potential adverse event following stent implantation. Cessation of antiplatelet therapy may lead to the formation of thrombus. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. However, the patient¿s extensive coronary disease and pharmacological factors may have contributed to this event.